Manufacturer narrative:
Taper ii. Medwatch sent to the FDA on 09/08/2016. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. The port base was observed to have brown discoloration. Nicks were observed on the port base. A leak test was performed and no leakage was observed. A fill test was performed and no blockage or resistance to flow was observed. Microscopic analysis observed damage to the port septum that is considered normal damage under use conditions. Analysis noted a striated opening in the band tubing consistent with surgical removal of the device. Device labeling addresses the event as follows: precaution: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Warnings: failure to secure the band properly may result in its subsequent displacement and necessitate reoperation.

Event description:
Reported as: a patient with the lap-band system was reported to have a "possible port flip." The port was removed and replaced.